Event description:
It was reported that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose readings. The blood glucose reading was 114 mg/dl, compared with the sensor glucose reading of 60 mg/dl. On another occasion, the discrepancies between the sensor and blood glucose readings recurred, and the blood glucose reading at that time was 94 mg/dl. Advised the customer to allow the sensor to stabilize for an hour since she had just eaten. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.